Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9210511. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification [200837337] noted that did not pertain to the complaint. There was one notification [200837775] noted for out of spec shield pull h3 other text : see h.10.

Event description:
It was reported during use the relion® insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: when the customer removed the shield, needle and hub stayed stuck inside the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the relion® insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: when the customer removed the shield, needle and hub stayed stuck inside the shield.